Manufacturer narrative:
This rv lead was found to be dislodged. A surgical revision was done. When the physician lost venous access in attempting to re-implant this rv lead, this rv lead was repositioned in a diferent location (to the rv pectoral) successfully. No further information is expected at this time. The investigation is considered closed.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit loss of capture and pace impedance measurement of 380 ohms. A chest x-ray was to be done, as well as a surgical revision to be scheduled for the near future. The local area sales representative confirmed that there were no patient symptoms associated with these clinical observations.